Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.